Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics indicated high impedances on several contacts. Reprogramming was attempted; however, it did not resolve the issue. X-rays indicated a visible fracture with separation on the lead. Surgical intervention is planned as the next course of action.